Event description:
Cb underwent urgent angiographic assessment for unstable angina. Following the diagnostic procedure, the decision was made to proceed with an urgent intervention. After positioning guide in the lad the lesion was improved, but there was no apparent effect of the stent. The guide was pulled out to look for the missing stent and did not find it. In retrospect, it did not deploy to the left main and can be seen on the outside of the guide. In pulling the guide, the stent likely traveled downstream into a leg vessel. A new guide was used to deploy a second stent with good results. Stent embolization to an unk location, most likely lower extremities with no apparent ill effects.